Manufacturer narrative:
External visual inspection of the device revealed the electrode was out prior to receipt. Photographic imaging confirmed cut electrode wires. Both were believed to have occured during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests from being performed. The device did not pass residual gas analysis test. Internal visual inspection revealed that silver migration was noted between and across some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action has been implemented. This is the final report.

Event description:
The company was informed that the recipient was experiencing intermittencies and sound quality issues followed by headaches. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.